Event description:
Received report that pt in xiris has three associated exams, but same pt in isite pacs has multiple associated exams from different pts.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Working with xiris to investigate this occurrence, it was determined that when xiris implementation occurred, the manual hl7 mapping of pt ID from xiris to isite pacs was done erroneously. Instead of mapping the unique pt ID field in xiris (pat number) to unique pt ID field in isite pacs (mrn), a non-unique xiris field (pat alt number) was mapped in error. All exams with the pat alt number were then associated to the one pt in isite pacs for which the pat alt number was mapped. Xiris has corrected the mapping for this customer, and all affected data has been corrected/restored. Neither isite pacs nor xiris malfunctioned. Both products are working as designed. This was a manual implementation error, which has already been corrected.